Event description:
The customer reported via phone call that she had issues trying to connect to her new insulin pump. She could not fill the cannula. The customer did not realize she needed to program her replacement insulin pump before using it. Customer's blood glucose level was 508 mg/dl. The customer had the flu and was almost delirious. She was having issues with the reservoir and tubing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.